Event description:
At 4 months from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent products. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 sept 2025. Ball heads: mectacer 01.29.230h mectacer head biolox option 12/14 ø 28 (k131518) lot 2435458: (B)(4) items manufactured and released on 14-jan-2025. Expiration date: 15-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: versacem 01.27.50cmb versacem metalback ø50 mm (k241767) lot 2423693: (B)(4) items manufactured and released on 03-feb-2025. Expiration date: 2030-jan-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø28/dme (k092265) lot 2343971: (B)(4) items manufactured and released on 15-jan-2024. Expiration date: 2028-dec-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Amis-k 01.20.212 amis-k long size 4s1 length 200mm (k220405) lot 2405317: (B)(4) items manufactured and released on 14-jun-2024. Expiration date: 2029-may-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.